Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v177458, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported that they experienced a lot of pain at the implantable neurostimulator (ins) site for about a month. They also reported that they had power on reset (por) message. There were no falls/trauma reported that could be related to the issue. Additional information received from the patient reported that there were no steps taken to resolve the error code message and the pain at ins site and the issue was not resolved. The event occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. If additional information is received, a follow- up report will be sent.